Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.25 x 16mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device failed to cross the lesion. The physician reinserted the stent delivery system but the shaft broke 22cm from the hub outside the patient's body. The procedure was completed with another of same device. There were no patient complications reported.